Event description:
It was reported that the ilet user experienced a low blood glucose of 50 mg/dl and then a rise to 198 mg/dl following self-treatment with more than 30 grams of carbohydrates, consistent with a rollercoaster glucose event due to routine hypoglycemia overcorrection. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form or oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and a usage problem characterized by overtreatment of hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.